Event description:
A malfunction alarm labeled as malf 12 was reported. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. After receiving guidance from technical support, the customer reset the pump, and the malfunction alarm did not recur, allowing the customer to continue using the pump.